Manufacturer narrative:
The customer stated to resolve the issue they switched out the processor to complete the procedure and requested the device be sent for repair. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during installation of their evis exera iii video system center the sdi connection ports did not function. The device was switched out with no further sequalae. There was no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the sdi port on the back of the device not working could not be identified. Olympus will continue to monitor field performance for this device.